Manufacturer narrative:
(B)(4) - secondary surgery. (B)(4) - lens, vaulting excessive. (B)(4).

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2011 in pt's left eye. The lens was explanted on (B)(6) 2011 due to excessive vaulting. A shorter lens was implanted on (B)(6) 2011.